Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the reported complaint. The mcs cover accessory was found to have tearing at the mouth on the distal end. It was noted the tears were axially aligned and measured from 0.143¿ to 0.018¿ in length. No signs of thermal damage were present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of this failure is attributed to a component failure. Based on the information provided, this event is being reported due to the following conclusion: the mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the fa findings, the tearing on the mcs tip cover accessory extended into the gray silicone area which could lead to energy leakage from an unintended location. While there was no harm or injury to the patient, the failure mode could likely cause or contribute to an adverse event if it were to recur. The mcs tip cover accessory and does not get captured in system logs. Therefore, no log reviews could be performed. No image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that a monopolar curved scissor (mcs) instrument was used, and the clear end of the mcs tip cover accessory would start to tear. The tip cover would be changed when noticed by the surgeon. The customer stated that the mcs tip cover accessory was intact at the start of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator noted that the reported complaint occurred during a hysterectomy procedure. It was noted that the instrument tip cover was inspected prior to use and was intact. When installing the mcs tip cover accessory, the installation tool was used and no orange surface was observed. The surgeon did not notice any issues with the functionality of the mcs instrument during use, and no instrument collision was observed. The procedure was half way through when the issue with the tip cover was observed. The robotic coordinator reported that no resistance was felt when removing the mcs instrument and she assumed the wrist was straightened prior to removal. The procedure was completed robotically with no reported injury or harm. No video/image was available for review.